Event description:
It was reported that while using the bd vacutainer® safety-lok¿ blood collection set that the ¿male luer¿ adapter (distal needle) is coming loose from the female luer connection when they screw the male luer adapter onto the adapter or during some collections. The customer reported they associated this connection problem with slow blood flow. No patient impact was reported.

Manufacturer narrative:
The manufacturing location for this product is nipro. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1., and the franklin lakes FDA registration number has been used for the manufacture report number a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd vacutainer® safety-lok¿ blood collection set that the ¿male luer¿ adapter (distal needle) is coming loose from the female luer connection when they screw the male luer adapter onto the adapter or during some collections. The customer reported they associated this connection problem with slow blood flow. No patient impact was reported.

Manufacturer narrative:
Investigation summary: bd had not received samples, but two (2) photos were provided for investigation. The photos were reviewed, and they showed detachment of the luer adapter, however the photos were not the actual complained sample. Therefore, 50 sets of retention samples from bd inventory were evaluated by visual examination and no abnormalities such as detachment of luer adapters from luer connectors, loose connection and damage/molding defects of the luer tapers were found as all samples met specifications. Also, leakage and taper gauging test were conducted on the retained samples of 8 sets and no leakage or other abnormalities observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of loose device. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.